Event description:
The initial reporter received questionable hba1c results from about 7 to 10 patient samples tested on the cobas pro c 503 analytical unit. The initial results were reported to the patients. The reporter stated that the results of the 7-10 samples were high - between 8-10%. The reporter stated that the patients alleged that they have a non-diabetic history and that they retested by themselves at other sites and the results were normal.

Manufacturer narrative:
The serial number of the customer's cobas pro c 503 analytical unit is (B)(6) . The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the alarm trace. There were frequent "abnormal aspiration" alarms and multiple "std.e", "samp.s" calibration failures. These alarms point to maintenance/hardware performance issues. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.